Event description:
It was reported that the patient complained of post-operative pain and the doctor alleged that the device may have caused a burn during use. No additional details were provided regarding any treatment administered; however, no further patient complications have been reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident as the device functionally performed as intended. Visual evaluation under magnification shows moderate electrode wear with a significant amount of discoloration present on the adhesive around the spacer and the cap. Further visual evaluation with an unaided eye found no manufacturing abnormalities with the returned device. The wand was connected to a compatible controller and activated in saline solution at the default and max settings in which the ablate and coagulation performed as intended. The suction line was tested and performed as intended. The complaint could not be verified as the returned device functionally performed as intended. Factors that could have led to the putative burn includes: failure to ensure adequate flow and circulation of saline solution to prevent unnecessary heating of the solution, maintaining proper suction through-out the procedure, or use of a metal cannula which may create an alternate current path resulting in an unintended patient burn. The instructions for use (IFU) provided with the device contains warnings and precautionary measures related to proper use of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications.